Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the patient had a hair analysis performed and the results were positive for titanium. She received the results last week, but will not share with ees at this time. She currently has a rash around ankles, chest, right side of face, down her neck, forehead, and right arm (wrist to elbow). She completed a "detox" and indicated black specks showed up which she relates to evidence of heavy metal in her body. She is in the process of having blood drawn and tested through an allergy test. She had a stroke three years ago that resulted in many complications and she is not ruling out this is somehow connected to an allergic reaction to titanium. Additional conversation with ees risk (B)(4): spoke with patient to obtain clarification on information reported. She was not sure of the exact date, but believes her lap cholecystectomy was performed in (B)(6) 2008. She reported that she "never got well" after this procedure and is not sure why. At times, she has had a rash around her ankles and on her neck and chest. She has undergone a hair analysis that revealed titanium in her system but not necessarily confirming an allergic reaction. She does not know what is causing her symptoms. She reported that she is planning to have bloodwork sent to one of the only labs in the country who can perform a "histine" test for titanium. She agreed to contact ees once she has results from this test. To date, the results have not been provided to ees. If further details are received at a later date, a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Additional information: the patient indicated that she visited a surgeon in (B)(6) and he doesn't want to remove the clips. He said that they are closing her cystic duct and he is concerned with removal. She does have the written results now of her lab work and the hair analysis. She agreed to fax them to ees. The event was reviewed by ees (B)(4) and the following summary was provided: "this patient has raised the possibility of allergy to this clip product implanted during a laparoscopic cholecystectomy. This was reviewed with ees toxicologist who informs me the clip material is an (B)(4). These substances are very unlikely to be the cause of sensitization and reactions, however it could occur. (B)(4). I tried to reach the md responsible for this patient, but thus far have been unable to make contact. Re the one surgeon who suggested it would be a risk to remove the clips, I can understand his reluctance based on a repeat procedure, however cystic duct control and leakage is I believe unlikely. If that duct required reclosure there are various alternatives to metallic clips." If additional information is received, a supplemental report will be sent.

Event description:
It was reported that the patient had a laparoscopic cholecystectomy procedure on (B)(6) 2008. There were no device complications reported at the time of the procedure. However, since the procedure, the patient has experience ongoing complications and has been diagnosed with possible titanium toxicity.